Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a plum set generated a vent hole leak and caused the concern that it would leak during drug injection. There was no patient harm reported.